Event description:
Fire department personnel were treating a full arrest pt using the device. Reportedly, the operator was attempting to perform ECG analysis with the device. The first analysis was successful and the device rendered a no shock advised decision. However, when the second analysis was attempted, the device displayed motion detected along with an audible alarm. After a short period of time the alarm shut off and the device completed the analysis, giving a second no second shock advised. When a third analysis was attempted, the device gave an inappropriate and continuous motion detected alarm. A back up defibrillator was obtained and treatment was continued. The pt was resuscitated. No adverse effects were reported as a result of the alleged malfunction.